Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted tones and an alert for out-of-range right ventricular (rv) pacing impedance was observed. Technical services (ts) was consulted and confirmed the alert/out-of-range measurement. Review of lead diagnostics and stored electrograms (egms) showed no stored events since 2021, appropriate sensing, and no noise/artefact. Per ts, lead fretting could be a very real possibility and routine follow-up was recommended. At this time, the manufacturer of the rv lead has not been reported. There were no adverse patient effects. This ICD system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted tones and an alert for out-of-range right ventricular (rv) pacing impedance was observed. Technical services (ts) was consulted and confirmed the alert/out-of-range measurement. Review of lead diagnostics and stored electrograms (egms) showed no stored events since 2021, appropriate sensing, and no noise/artefact. Per ts, lead fretting could be a very real possibility and routine follow-up was recommended. At this time, the manufacturer of the rv lead has not been reported. There were no adverse patient effects. This ICD system remains in service.